Event description:
Per the information provided to co by the physician's office through co's international representative, the device was removed due to "leaky tubes". As reported to co, the entire 2-piece device was removed and replaced with another mentor 2-piece inflatable penile prosthesis.